Manufacturer narrative:
The investigation for the reported aic - battery failure (red alarm) issues has been completed. The controller device has been returned for evaluation. Aic logs confirmed the reported failure. There was a battery failure alarm (transport connection blown/ missing ¿ event set #360) and battery level low alarm (50% - event set #23) when ac not plugged in due to one of the batteries not working. The logs from the complaint date showed a cell voltage decline in only one of battery 1¿s cells which occurred as the battery failure alarm triggered. The failure mode was reproduced on an engineering bench. The battery 1 lcd indicator was blank (fully discharged). The battery failure was due to a defective battery 1. The root cause of the defective battery 1 was due to single cell failure. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a battery failure red alarm. No clinical details regarding patient condition or resolution were provided.